Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (borderline landing zone size) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (paravalvular leak) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japan affiliate, a patient underwent a transcatheter aortic valve implantation of a 23 mm sapien 3 ultra resilia in the native aortic valve. The valve was deployed with nominal volume in the annular area of 430 mm2 which was borderline in size between a 23mm and 26mm valve and landed 70:30 aortic/ventricular as intended. Distribution of native valve calcification was even and moderate. Trivial paravalvular leak remained. Seven days after procedure, blood test revealed hemolytic anemia with high ldh over 900 u/l, increased bilirubin, decreased hemoglobin and absence of hematuria. The patient was asymptomatic. Provided imagery was reviewed by an edwards lifesciences clinical imaging specialist. On the pre-tavr CT, the clinical imaging specialist recorded an annular measurement of 468.6mm2. On fluoroscopy from the procedure, the valve appeared to have landed 80/20 (aortic: ventricular) and appeared well-expanded in good position. On post-deployment angiogram, there is significant regurgitation on the non-coronary cusp/posterior side of the valve. The technically limited echo completed immediately after deployment shows mild-to-moderate pvl between the right and non-coronary cusps. Echo completed approximately one-month post-procedure shows mild-to-moderate pvl had not changed. Per our edwards lifesciences japan affiliate, the hemolytic anemia did not improve over time. Latest blood test showed that hemoglobin decreased to below 7 g/dl. A balloon aortic valvuloplasty (bav) was performed. After the bav, the pvl decreased to mild in tee and angiography, but the improvement was not as significant as expected. However, since improvement of pvl was observed and it was judged that further inflation was risky, the bav operation was completed. The patient was put under observation. Blood tests will be performed periodically, and necessity of further treatment will be considered.